Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly the customer uses pump supplies for over 72 hours with mobi pump with is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.